Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pen ii omnitrope pen 10 experienced leakage during use. The following information was provided by the initial reporter: she said that she has 3 pens right now and all of them have the same issue. They drip excessively when the needle is attached, both before and after the injection. When she attaches the needle, before she even has a chance to remove the needle cap, the cap has filled up with medication from the dripping, all in just a few seconds. And after she removes the needle from the skin after the injection, there are still drops coming out of the needle. Her son's dose is 1mg/day, so the 10mg cartridge should last 10 days, but each cartridge is only lasting 8 days/doses.